Manufacturer narrative:
As of today, the rv lead is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms showed artifacts with low amplitude on the rv channel which was reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implant period of 20 months, ventricular oversensing was reported which could be reproduced during a clinical follow up. Furthermore, it was reported that the noise appeared mainly when patient breathed deeply while the physician was moving the device. Biotronik has no information about a revision of the lead. Should any details become available, biotronik will inform you accordingly. No adverse patient side effects have been reported.